Event description:
The second toggle did not deploy after pushing the gold button down. There was one toggle from each failed implant that was left outside of the capsule.

Manufacturer narrative:
Device is not being returned for evaluation.